Event description:
No age or weight. The jelcosaf- t holder blood culture device ref (B)(4) when inserted into b. Braun's care sire 8inc injection set ref (B)(4) leaked around the male adapter port. A new device was required to obtain the blood culture. It appeared the male adapter piece broke in the holder section. No pts were harmed. Affected devices in lot numbers: aj180102 and aj180103.